Manufacturer narrative:
(B)(4). Approximate age of device ¿ 79 days. The pump was returned assembled for analysis. Upon disassembly, examination of the blood tube/rotor inlet section revealed a denatured thrombus ring adhered to the inlet bearing ball. The ring appeared to have evidence of laminated layering, which is an indication that it developed over an undetermined time while the pump was operating. Examination of the proximal-side of the outlet stator revealed a large, non-laminated deposition situated around the outlet bearing ball and in between the stator blades. The lack of laminated layering suggests that the deposition did not form in this location. Although its origins and duration of time for which it was present in this area cannot be conclusively determined, areas of the deposition appeared denatured, and the circumferential contact marks on the outlet bearing cup and outlet cone section, indicate that the deposition was present in the outlet stator while the pump was operating. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. No lvad related issues had been reported; the pump was explanted for a routine transplant. The instructions for use lists thrombus as a potential adverse event associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2016, the patient received a routine heart transplant. The patient was reportedly asymptomatic. On (B)(6) 2016, during returned device analysis, thrombus was observed.